Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence; gastroi ntestinal/pelvic floor it was reported that they were needing a head and neck MRI. Patient said they had an MRI done back in december or january and when they had the MRI done, they could still feel a slight burn and stated that they could feel the stimulator bur ning a little bit and jumping around. The agent asked if the implant was still working, and the patient said no and stated that they did not have not the remote. Agent reviewed MRI guidelines and redirected the patient to their healthcare provider to further address the issue.